Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens shot out of the injector and through the capsular bag causing a rupture. The incision was enlarged to remove the iol. An anterior vitrectomy was performed and an anterior chamber lens placed. In a follow up, the surgeon reported he checked the fill of viscoelastic, primed the device slowly to the fill line (with the leading haptic and optic at the fill to line). The surgeon reported the tip of the injector was passed through the corneal section and aligned just within the capsular bag. He performed a slow, steady injection of the implant using the plunger. At the point where the implant's leading haptic and the optic were extruding from the injector nozzle in to the capsular bag, there was a sudden resistance to passage of the implant into the eye. The surgeon maintained constant pressure and suddenly the resistance dropped and the implant exited the injector with speed and force. It entered the capsular bag and caused disruption of the superior zonular fibers, resulting in dislocation of the lens-bag complex into the anterior vitreous. The surgeon indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
The device was returned. The tip of the device and plunger are bent at an obvious upward angle. It appears this damage occurred during shipment of the device to the mfg site. No other damage was observed to the device. An unapproved solution was observed in the device. The lens was not returned. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. However, it may be related to a failure to follow the dfu. An unapproved viscoelastic was used in the device. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Investigation has been completed based on current info. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. Add'l info has been requested and received. (B)(4).